Manufacturer narrative:
(B)(4). It was reported that patient underwent video - urodynamics (complex cystometrogram and uroflowmetry, bladder and intra-abdominal voiding pressure studies, urethral pressure profilometry, electromyography, post void residual urine measurement, voiding cystourethrogram injection and interpretation) on (B)(6) 2012 due to recurrent uti, post void dribbling, difficulty emptying and dyspaurenia, status post tot surgery in 2006.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent mesh removal on (B)(6) 2012.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a proloop mesh implantation on (B)(4) 2013 due to umbilical hernia.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.